Manufacturer narrative:
The issue was evaluated and replicated in the fmsu lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution. Fujifilm has initiated a recall on 3/2/2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions. Fujifilm submitted c&r report 1000513161-03/11/2021-001-c to FDA, which has been classified as class ii and assigned recall number z-1348-2021. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number comp-(B)(4).

Event description:
On (B)(6) 2019, fujifilm medical systems u.s.a., inc. (Fmsu) received a customer inquiry for assistance with synapse pacs. There were issues noted with the thin client as follows: when the user attempts to open a study for patient a, study details for patient b are displayed. While using title view, upon hovering the mouse on note, it displays a note for a different patient. There was no patient impact, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.